Manufacturer narrative:
Concomitant medical products: product ID: 977c165, (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018 product type lead.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they lived in (B)(6) for the winter and live in (B)(6) during the summer. The patient stated that they were trying to get to (B)(6) this week. The patient was calling as they wanted to find a manufacturer representative (rep) in (B)(6) . The patient reported that they had another surgery on (B)(6) 2018. They stated that the reason for the revision was that the patient had problems with the device. The patient reported that since they were implanted, their therapy had not been helping them. They stated the rep kept trying to do different settings at different times and get them fixed so that they would feel better, but the settings would not work, they would last a day and towards the evening they would start feeling bad again. It was reported that they told the patient it was very unusual. An x-ray was done on (B)(6) 2018, which determined that part of it turned and kind of went up some. They had to do surgery to straighten it out. It was reported that the patient¿s therapy hadn¿t been helping since they were implanted ((B)(6)2018), and the reprogramming would last a day and then they¿d feel bad again towards the evening. On (B)(6) 2018, the x-ray showed that part of the device turned and kind of went up some and the patient had a revision surgery on (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that it was determined post implant that the lead had been placed at the wrong level initially and had then migrated up one level. The hcp attributed the initial incorrect placement to poor x-ray imaging. It was noted that the only symptom the patient was experiencing was a lack of therapy as the lead was too high. An x-ray was taken post operation with a different machine to examine the level of the lead. The lead was revised and placed at the proper level and the surgeon opted to implant an entirely new lead. The issue was resolved at the time of the report. The indication for use was non-malignant pain.

Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6)2018, explanted: (B)(6)2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the patient met with a representative post-implant surgery and the representative turned the device on and programmed the device. The patient stated they never could get the settings quite right and the device moved. No further complications were reported/anticipated.